Event description:
A false negative(-) total hcg(tbhcg) test result from a single pt that was generated by the unicel dxl 800 access instrument. The customer indicated that the tbhcg result was "<0.5iu/l" and was reported out of the lab (sample a). The physician questioned the result and reordered the tbhcg test. The customer collected a new sample (b) from the pt 4 days later and tested for tbhcg. The tbhcg result was 975.4iu/l. The customer then re-tested the pt sample (a) for tbhcg. The tbhcg result was 149.1iu/l. The customer indicated that there was no change in pt treatment that can be attributed to or connected with this event.